Manufacturer narrative:
(B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2020-00397.

Event description:
It was reported that during the procedure the tips of two polaris drivers fractured. The broken pieces were retrieved and the case was completed with an alternate device. There were no reports of patient harm. This is event one of two for this event.

Manufacturer narrative:
Corrected information in d10, and h3. Additional information in d4: UDI number, h4, and h6: method, results, and conclusions. This follow-up report is being submitted to relay additional information. Summary the complaint is confirmed for 2 polaris 5.5 plug drivers (pn 2000-9061) for the reported failure of fracturing during surgery. Per visual inspection, it was confirmed that the devices' tips were fractured. However, a definitive root cause of the reported issue could not be determined. Per DHR review, the parts were likely conforming when they left zimmer biomet's control. No actions required. This event is not related to any previous actions. No holds or recalls are associated with this part number. Review of complaint history for item # 2000-9061 was performed. This device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that during the procedure the tips of two polaris drivers fractured. The broken pieces were retrieved and the case was completed with an alternate device. There were no reports of patient harm. This is event one of two for this event.